Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240 (air in set) during drain 2 of 5 on the home choice (hc). The home patient (hp) stated that he did not tighten the patient line to the transfer set and he became disconnected. The hp capped off his line and cycled the power twice off/on to clear the se 2240 ending therapy. The hp removed the cassette and would notify his peritoneal dialysis nurse (pdn) asap. Product surveillance (ps) follow up with the pdn on (B)(6) 2012 regarding the se 2240 alarm. Ps advised the pdn that the hp stated he had not tightened the transfer set. The pdn stated she was aware of the alarm and the hp had been in to see her. The pdn stated the hp was doing fine with therapy on the cycler. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).there was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed. The cause was determined to be a loose connection. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.